Event description:
It was reported that the patient presented in clinic with loss of capture on the left ventricular lead. A chest x-ray was performed and dislodgement was confirmed. The lead was explanted and replaced. The patient was stable and doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.